Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("could not locate the device"), pregnancy with contraceptive device ("found out she was pregnant"), abortion spontaneous ("miscarriage") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 38-year-old female patient who had essure (batch no. 623527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (((B)(6) 1988, (B)(6) 1992, (B)(6) 1995)) and premature birth. Concomitant products included alprazolam (xanax), ibuprofen (motrin) from 2008 to 2013, medroxyprogesterone (depo provera) and solpadeine (tylenol 1) from 2008 to 2013. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 4 months 12 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2008, the patient experienced dyspareunia ("other injury(ies) or complication (s) please describe : pain during intercourse") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), pelvic pain ("pain "), weight fluctuation ("weight gain / loss (specify which one)"), abdominal pain ("abdomen pain ") and back pain ("lower back"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation had not resolved and the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, pelvic pain, dyspareunia, fatigue, weight fluctuation, abdominal pain and back pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results: (B)(6) 2010 test (unspecified): found out she was pregnant, they told her they could not locate the device. (B)(6) 2013: hysterectomy, device still not located in body. (B)(6) 2008: dye test.: total bilateral occlusion. Showed me my results were successful most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight fluctuation are added. Lot number added. Concomitant conditions & historical conditions and drugs are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("could not locate the device/migration of essure device - location of device: unknown of where the device migrated to."), pregnancy with contraceptive device ("found out she was pregnant"), stillbirth ("miscarriage/stillbirth") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (general) heavy menstrual cycles") in a 38-year-old female patient who had essure (batch no. 623527-not valid 623827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (((B)(6) 1988, (B)(6) 1992, (B)(6) 1995)) and premature birth. Concurrent conditions included cervix disorder. Concomitant products included ibuprofen (motrin) from 2008 to 2013 for genital haemorrhage, dysmenorrhoea, pelvic pain female, menorrhagia and painful intercourse, solpadeine (tylenol 1) from 2008 to 2013 for genital hemorrhage, pelvic pain female, menorrhagia, painful intercourse and dysmenorrhoea as well as alprazolam (xanax) and medroxyprogesterone (depo provera). In 2007, the patient experienced dyspareunia ("other injury(ies) or complication (s) please describe : pain during intercourse"). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 4 months 12 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) severe abdominal cramps/menstrual pain"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). In 2008, the patient experienced weight increased ("weight gain / loss (specify which one) gained weight"). In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ other injury (ies) or complication(s)- please describe:prolonged/abnormal menses") and nausea ("nausea"). In (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and stillbirth (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), pelvic pain ("pain"), abdominal pain ("abdomen pain") and back pain ("lower back"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with cyanocobalamin (vitamin b12) and surgery (total hysterectomy (uterus and cervix removed), other (please specify) - removed tubes). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation had not resolved and the pregnancy with contraceptive device, stillbirth, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, pelvic pain, dyspareunia, fatigue, weight increased, abdominal pain and back pain outcome was unknown. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, stillbirth, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results: (B)(6) 2010 test (unspecified): found out she was pregnant, they told her they could not locate the device. (B)(6) 2013: hysterectomy, device still not located in body. (B)(6) 2008: dye test.: total bilateral occlusion. Showed me my results were successful. Lot number: 623827, manufacture date: 2007/03, expiration date: 2009/02. Lot number 623527 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: quality-safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("could not locate the device/migration of essure device - location of device: unknown of where the device migrated to."), pregnancy with contraceptive device ("found out she was pregnant"), stillbirth ("miscarriage/stillbirth") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (general) heavy menstrual cycles") in a 38-year-old female patient who had essure (batch no. 623527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (((B)(6) 1988, (B)(6) 1992, (B)(6) 1995)) and premature birth. Concurrent conditions included cervix disorder. Concomitant products included ibuprofen (motrin) from 2008 to 2013 for genital haemorrhage, dysmenorrhoea, pelvic pain female, menorrhagia and painful intercourse, solpadeine (tylenol 1) from 2008 to 2013 for genital hemorrhage, pelvic pain female, menorrhagia, painful intercourse and dysmenorrhoea as well as alprazolam (xanax) and medroxyprogesterone (depo provera). On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced dyspareunia ("other injury(ies) or complication (s) please describe : pain during intercourse"). On (B)(6) 2008, 4 months 12 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) severe abdominal cramps/menstrual pain"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). In 2008, the patient experienced weight increased ("weight gain / loss (specify which one) gained weight"). In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ other injury (ies) or complication(s)- please describe:prolonged/abnormal menses") and nausea ("nausea"). In (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and stillbirth (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), pelvic pain ("pain"), abdominal pain ("abdomen pain") and back pain ("lower back"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with cyanocobalamin (vitamin b12) and surgery (total hysterectomy (uterus and cervix removed, removed tubes). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation had not resolved and the pregnancy with contraceptive device, stillbirth, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, pelvic pain, dyspareunia, fatigue, weight increased, abdominal pain and back pain outcome was unknown. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, stillbirth, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results: (B)(6) 2010 test (unspecified): found out she was pregnant, they told her they could not locate the device. (B)(6) 2013: hysterectomy, device still not located in body. (B)(6) 2008:dye test.: total bilateral occlusion.showed me my results were successful . Most recent follow-up information incorporated above includes: on 14-aug-2018: plaintiff fact sheet received - reporter added, onset date of events updated, reported events updated, event "miscarriage" is replaced with event "stillbirth" and event "weight fluctuation" is replaced with "weight gain" respectively. Treatment drugs added, concomitant disease added. Pregnancy outcome updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and found out she was pregnant that could not locate the device (seen as device migration). She had a miscarriage. A hysterectomy was performed and the device has still not been located in her body. Pregnancy and device migration are anticipated according to the reference safety information for essure. Miscarriage is unanticipated event. In this case, pregnancy was diagnosed about 2 years and 240 days after starting essure. The exact date and mechanism of device migration were not known and the exact location was not reported. Based on this information and considering their nature, a causal relationship with essure cannot be excluded. With regards to the event miscarriage, it occurred up to (B)(6), thus a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention was performed. A product technical analysis was performed and a product quality defect could not be confirmed but is considered plausible therefore a relationship with the reported medical events or lack of efficacy cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("could not locate the device"), pregnancy with contraceptive device ("found out she was pregnant") and abortion spontaneous ("miscarriage") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). On (B)(6) 2008, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first trimester of pregnancy. In (B)(6) 2010, 2 years and 240 days after starting essure, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required) and pregnancy with contraceptive device (serious criterion medically significant). On (B)(6) 2010, the patient experienced abortion spontaneous (serious criterion medically significant). The patient was treated with surgery (hysterectomy on (B)(6) 2013, essure still not located in body). At the time of the report, the device dislocation had not resolved and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered device dislocation, pregnancy with contraceptive device and abortion spontaneous to be related to essure. Diagnostic results: (B)(6) 2010 test (unspecified): found out she was pregnant, they told her they could not locate the device. (B)(6) 2013: hysterectomy, device still not located in body. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and found out she was pregnant that could not locate the device (seen as device migration). She had a miscarriage. A hysterectomy was performed and the device has still not been located in her body. Pregnancy and device migration are anticipated according to the reference safety information for essure. Miscarriage is unanticipated event. In this case, pregnancy was diagnosed about 2 years and 240 days after starting essure. The exact date and mechanism of device migration were not known and the exact location was not reported. Based on this information and considering their nature, a causal relationship with essure cannot be excluded. With regards to the event miscarriage, it occurred up to 12 gestational weeks, thus a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention was performed. A product technical analysis is being sought. Further information will be obtained through the litigation process.